Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. All investigative testing that was performed passed, and the failure could not be repeated. Therefore, the complaint could not be confirmed.

Event description:
A scrub technician informed intera oncology that during pump prep in the or on (B)(6), 2026, the pump did not create a bead at the end of the catheter. Our field representative instructed the or scrub tech through the or pump process. Both the field representative and scrub tech went through the normal prep steps and no bead formed. The scrub tech brought the heat on the warmer back up to 120 to see if the bead would form, but nothing happened. The catheter was flushed a second time to make sure the catheter was patient and it was. Both the field representative and scrub tech try to empty the pump reservoir, but nothing would come out of the pump with the refill needle and collection syringe. Our field representative had the or scrub tech try the second needle and still the pump would not empty. This is when the decision was made to open the backup pump. The second pump prepped perfectly. When preparing the second pump the scrub tech noticed a noticeable difference in the pressure she felt while filling the second pump compared to the first pump.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The pump is in transit to intera oncology. Therefore, once we receive the refill kit and it's evaluated, a supplemental report will be submitted.

Event description:
A scrub technician informed intera oncology that during pump prep in the operating room on (B)(6) 2026, the pump did not create a bead at the end of the catheter. Our field representative instructed the operating room scrub tech through the operating room pump process. Both the field representative and scrub tech went through the normal prep steps and no bead formed. The scrub tech brought the heat on the warmer back up to 120 to see if the bead would form, but nothing happened. The catheter was flushed a second time to make sure the catheter was patient and it was. Both the field representative and scrub tech try to empty the pump reservoir, but nothing would come out of the pump with the refill needle and collection syringe. Our field representative had the or scrub tech try the second needle and still the pump would not empty. This is when the decision was made to open the backup pump. The second pump prepped perfectly. When preparing the second pump the scrub tech noticed a noticeable difference in the pressure she felt while filling the second pump compared to the first pump.